Event description:
The right ventricular (rv) lead was returned to the manufacturer post mortem from a medical examiner and subsequently tested out of specification during manufacturer's analysis. The cause of death was not related to the lead.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic mio while invivo. The outer insulation of the lead was observed to have blood ingression. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).